Manufacturer narrative:
Patient identifier and weight are unknown. Additional product codes for this report include hwc. (B)(4). Due to the intra-operative misalignment issues, the device was not implanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 4, 2016 - expiry date: april 1, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During insertion, the pfna blade would not go through the nail. As a result, the pfna construct was removed and the patient implanted with a competitor's gamma nail. The procedure was completed with a seventy-five (75) minute delay. Post-operatively, the patient was noted to be fine. No additional information is available. Concomitant device(s) reported: aiming arm (part/lot: unknown / quantity: 1), insertion handle (part/lot: unknown / quantity: 1), and protection sleeve (part: 356.818 / lot: 8883954 / quantity: 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. The protection sleeve is no longer considered concomitant. It has been added as a separate part form on this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the reported blade was returned stuck inside of the protection sleeve. As such, the sleeve has been added as a complained device on this complaint. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the visual investigation has shown that the returned implants (pfna nail and pfna blade) are badly damaged. Citrus-shaped hole presents nicks and scratches the DHR has no findings, dimension: could not be verified due to the damage incurred. The review of the production histories revealed that the returned implants and instrument were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The review of the provided x-ray did also not allow for a conclusive statement regarding a possible failure reason. No definitive root cause was able to be determined. However, based on the damages incurred it is likely that the protection sleeve was not aligned correctly to the pfna nail hole. Subsequently excessive stress during procedure caused the jamming of the parts. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Clarification of product investigation:a manufacturing investigation was performed for the complained device (pfna ø11 sm 125° l200 tan, part number 472.371s, lot number 9897422). The subject device was received in a badly damaged condition. The citrus-shaped hole of the nail shows nicks and scratches. The dimensions of the device could not be verified due to the damage incurred. As previously reported, the review of the device history record revealed no findings that would have contributed to the complained event. Although the complaint condition is confirmed, no definitive root cause was able to be determined. However, based on the damages incurred it is probable that the protection sleeve was not aligned correctly to the pfna nail hole. Subsequently applied excessive stress during procedure caused the jamming of the parts. Evaluation codes were corrected from previous supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.